Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a definitive root cause of the observed burn on the device forceps base could not be determined, however, the issue was likely due to use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the device IFU sections below: evis lucera jf/tjf type 260v operation manual, chapter 4 operation, 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodeno videoscope was found to exhibit a burn on the device forceps base. There was no patient involvement, and no harm reported as a result of the event.